Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis did not permit to find a cause for the issue. The issue happened again the day after the case, but it has not happened since, so it is considered an isolated event.

Event description:
The surgeon reported that upon starting up planning station, screen only showed black screen with blue windows logo, he allowed it sit for several minutes and nothing happened. He held down the power button to allow it to shutdown, and then repeated the power on process. It occurred again, and he repeated full shutdown. He was able to power on normally and plan. Preoperative planning only, no impact to patient. Planning station only.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon reported that upon starting up planning station, screen only showed black screen with blue windows logo, he allowed it sit for several minutes and nothing happened. He held down the power button to allow it to shutdown, and then repeated the power on process. It occurred again, and he repeated full shutdown. He was able to power on normally and plan. Preoperative planning only, no impact to patient. Planning station only.